Event description:
It was reported to boston scientific corporation that a percuflex ureteral stent was used during a ureteral stenting procedure in the ureter. The event date was not reported. It was reported that a patient had a urinary tract infection and a medication of prophylactic antibiotics, third-generation cephalosporin (ceftriaxone) was given on induction when there was no pyuria or evidence of the infection. The procedure was successfully completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Report source: literature: abdulqadir alobaidya,tarek ibrahima,walid el ansarib,c,d, hosam tawfika, abdulla al-naimia, salam hussaina and abdulla al-ansaria (2021) grooved vs smooth ureteric stent before extracorporeal shockwave lithotripsy: single-blind randomised clinical trial. Arab journal of urology 2022, vol. 20, no. 1, 41 to 48. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block g2: literature: abdulqadir alobaidya,tarek ibrahima,walid el ansarib,c,d, hosam tawfika, abdulla al-naimia, salam hussaina and abdulla al-ansaria (2021) grooved vs smooth ureteric stent before extracorporeal shockwave lithotripsy: single-blind randomised clinical trial. Arab journal of urology 2022, vol. 20, no. 1, 41 to 48. Block h6: patient code e1310 captures the reportable event of urinary tract infection. Block h10: the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Block h11: updated block h6: device code.

Event description:
It was reported to boston scientific corporation that a percuflex ureteral stent was used during a ureteral stenting procedure in the ureter. The event date was not reported. It was reported that a patient had a urinary tract infection and a medication of prophylactic antibiotics, third-generation cephalosporin (ceftriaxone) was given on induction when there was no pyuria or evidence of the infection. The procedure was successfully completed. There were no patient complications reported as a result of this event.